Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator (ins). It was reported that the patient had not used the device in months if not years because it hadn't been working. The caller did not have any additional details. Technical services reviewed MRI information related to head-only conditions. No symptoms or further complications were reported.